Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service technician indicated that foreign objects in the air water cylinder and tube, in the forceps elevator and in the s-cylinder. A stain inside of the light guide lens and a chip in the adhesive around the objective lens were found. There was no patient involvement.

Manufacturer narrative:
The complaint was reported for the issues of "the albaran lever isn't working" olympus was able to confirm the customer failure and determined the following cause: -due to wear of angle wire, the play of u/d knob is out of the standard value. -due to wear of angle wire, bending angle in up, left, right direction is out of the standard value. Additionally, the regional repair center identified the following failures that are subject to investigation: -aw-cylinder(tube) has foreign objects. (White foreign material) -s-cylinder(tube) has foreign objects. (White foreign material) -aw-tube has foreign objects. (White foreign material) -adhesive on a-rubber has a crack. -adhesive around lg lens has discoloration. -adhesive around objective lens has a chip. -inside of lg lens has stain. -forceps elevator has foreign material. -there is corrosion around l-arm. The following failures are associated with a pti reference and are supported by prior investigations conducted under the product technical investigation (pti) process and documented in the as investigated codes; consequently, no further reviews will be conducted: -due to wear of angle wire, the play of u/d knob is out of the standard value. -due to wear of angle wire, bending angle in up, left, right direction is out of the standard value. -adhesive on a-rubber has a crack. -adhesive around lg lens has discoloration. -adhesive around objective lens has a chip. -there is corrosion around l-arm. A labeling review was conducted. No anomalies were identified. A risk review was performed and no unanticipated failures or harms were identified. A CAPA history review was performed and CAPA-201632 was identified to be related to this complaint. The white foreign material detected by income inspection has been handled by omsc CAPA-201632. According to the investigations of CAPA, the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material was remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. There will be no fca associated to this CAPA. The CAPA is in open status. The CAPA owner was informed about this complaint. The complaint is confirmed. The device does not meet specifications. The most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Additional findings were identified during device inspection that are subject to investigation. The most probable cause of the additional failures "inside of lg lens has stain." ; "forceps elevator has foreign material." Is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The most probable cause of the failure "aw-tube has foreign objects. (White foreign material)" ; "s-cylinder(tube) has foreign objects. (White foreign material)" ; "aw-tube has foreign objects. (White foreign material)" is known inherent risk of device indicating a reported adverse event known and documented in the labeling and all reasonable mitigation steps have been taken (including both short or long term known complications or adverse reactions). The most probable cause of the remaining failures is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. No further escalation is required.